Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumers husband stated that the seat on the shower chair cracked/damaged. Also that when she sits on chair the legs spread out. MDR filed.